Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient condition was stable.

Event description:
New information received indicates that right ventricular lead fracture was noted.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing and under sensing on the right ventricular (rv) lead. On (B)(6) 2021, programming changes were performed. The patient condition was stable

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but no provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise and high pacing impedance on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.